Manufacturer narrative:
One 4.75mm healicoil rsb sa anchor system was returned for evaluation. Visual assessment confirmed the reported breakage. The distal threads of anchor have broken off. All pieces of the broken threads were not returned. The inserter tines are slightly bent, consistent with off axis insertion. It appears that during insertion into the joint space the anchor impacted either an ancillary device or a bony structure causing the observed damage. No root cause related to the manufacture of the device can be established. Further investigation is not warranted at this time.

Manufacturer narrative:
Awaiting receipt of device.

Event description:
It was reported during rotator cuff repair, when the surgeon inserted the anchor into the joint using cannula, the anchor broke. The operation was completed with another healicoil.